Event description:
Additional information was received indicating that the first valve was recaptured three times due to the valve being positioned too deep. The deployment starting point was at the bottom of the pigtail catheter. Prior to the dislodgement, the valve was positioned at 3mm on the non-coronary cusp (ncc) and 3mm on the left coronary cusp (lcc). Following dislodgement, the valve was positioned at 15mm. Following the dislodgement, prior to the second valve being implanted, balloon aortic valvuloplasty (bav) was performed using a 28 millimeter (mm) non-medtronic (true) balloon. It was reported that mixed disease contributed to the dislodgement. It was noted that a non-medtronic (safari) guidewire was used during the procedure.

Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Updated: b5, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6 - method, result and conclusion codes h10 - conclusion: the device history review (DHR) review was performed on the device and all process parameters were within specification as outlined in applicable procedures and specifications. All materials used were as per the requirements of the DHR. All processes were carried out as per relevant procedures and device met specifications. During the DHR review it was identified that the non-conforming material report (ncmr) 17181 is associated with product. Ncmr investigation was opened to build product evolut fx under risk since secondary packaging process is not ready to ship product to distribution center (dc) due to evolut fx model is waiting the approval of product release authorization (pra). FDA approval for evolut fx product has been received on august 12, 2021. Therefore, pra process was updated including evolut fx in order to product can be shipped to distribution center. Therefore, it was decided to dispose the material as non discrepant. Regarding to this information, it can be determined that the non conformity associated does not compromise the device functionality and does not impact patient health. Non conformity associated is not related to complaint. DHR review did not show any other deviation in the manufacturing process. The medical safety assessment was performed. The excerpt of the subject matter expert (sme) review report follows: upon review of the information provided, the primary event of moderate paravalvular due to a valve dislodgement after the valve was recaptured 3 times for deep implants, leading to a 2nd valve placement, is assessed as likely related to the first fx valve. Upon review of the information provided, the secondary event of mild paravalvular, requiring a post-implant bav, is assessed as likely related to the 2nd fx valve. Of note, the patient had mixed aortic valve disease. The adverse events reviewed in this medical safety assessment are known potential risks associated with the implantation of the fx valve. The reported harms and severities are documented in the risk files and instructions for use (IFU). No further safety assessment is required at this time. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. In this case, a conclusive root cause could not be determined from the limited available information. However, the valve implant depth is likely a contributing factor. Dislodge events are typically not related to a device malfunction. Paravalvular leak (pvl) is a known potential adverse effect per the device IFU and can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, a conclusive cause could not be determined from the information available but the valve dislodge likely contributed to the event. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: evolut fx delivery catheter system (dcs) product ID: d-evolutfx-34, lot #: 0011404211, ubd: 14-sep-2023, UDI#: (B)(4), continuation of d10: evolut fx valve, product ID: evolutfx-34, serial#: (B)(6); evolut fx delivery catheter system (dcs) product ID: d-evolutfx-34, lot#: unknown ­h6: the codes present in section h6 correspond to components / products that comprise the reported event. Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured three times for an unspecified reason. Subsequently, the valve was implanted 15 mm deep, then dislodged down and moderate paravalvular leak (pvl) occurred. A second valve was implanted 2 mm deep with mild pvl noted, then a post-dilation was performed with a 28 mm non-medtronic true balloon. No additional adverse patient effects were reported.